Event description:
It was reported that the mobile power unit (mpu) rubber encasing of the patient cable was loose. The jtag cover was missing.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. Manufacturer's investigation conclusion: the reported damage to the patient cable sleeving and the reported missing j-tag cover were confirmed via visual analysis. The heartmate mobile power unit (serial #: (B)(4)) was serviced at the abbott european distribution center (edc) and no log files were submitted. The rubber encasing of the patient cable was observed to be loose near the black and white connectors and the j-tag cover for the unit was missing. The system was able to boot up as intended and the system was able to function as intended. The patient cable was replaced, and a j-tag cover was added. The unit was able to pass all stages of testing. The mobile power unit was placed in the abbott rental pool after servicing. The root cause of the reported events were unable to be determined in this analysis. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial#: (B)(4)) was manufactured in accordance with manufacturing and qa specifications prior to being ordered on (B)(6) 2017. Heartmate iii instructions for use (rev. G) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. G) section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. Heartmate iii instructions for use (rev. G) section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook (rev. G) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.